Event description:
A customer reported to baxter corporate product surveillance a clearlink non-dehp secondary medication set in which a backflow occurred. According to the report, the secondary set was attached to the upper most y-site on an unknown carefusion primary set. The primary set was connected to an alaris infusion pump and the settings were verified. The nurse stated that the primary bag was lowered using the blue hanger, which was fully extended, included with the secondary set. The secondary set was attached to a mini-bag plus solution bag. The reporter indicated that the solution from the primary bag was flowing into the secondary solution bag. The secondary bag became so full, it looked as though it was about to burst. The facility indicated that they switched to carefusion secondary tubing and no further issues have been observed. The alleged defect occurred during patient use. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.